Event description:
No additional information.

Manufacturer narrative:
D4 - UDI# -(B)(4). The customer returned an air dermatome device, serial number (B)(4), for evaluation. Product review of the air dermatome on september 18, 2019 revealed that the calibration and motor speed were within specifications. The control bar was in the correct position. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on september 18, 2019 which included replacement of the die cast lever, ball plunger, semi-circle bearings, and vespel bearings. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event cannot be specifically determined with the provided information because the reported event was not able to be reproduced during evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the device skipped and missed the skin. No additional information available. No adverse events were reported as a result of this malfunction.